Event description:
It was reported in a service report that there was no power to the bed. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: cable, siderail cable was damaged.